Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor broke into multiple pieces during case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination confirmed the impactor broke into several pieces. The celcon surface and edges exhibit some scratching and scaring indicative of heavy usage/impactions over time. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out. The root cause is attributed to product wear out based on the overall condition of the returned device. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.